Event description:
The patient followed the recommended advice to immediately go to the hospital emergency ward. The patient was released the same day and still experienced bleedings periodically. On (B)(6), 2010 the physician replaced the j-tube with another endovive ttp jejunal feeding tube.

Event description:
Caller reported blood glucose results of 432 mg/dl, 118 mg/dl, and 261 mg/dl within 10 minutes on the advantage system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.